Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 148 events were reported for this quarter. Product return status: 148 devices were received. Event confirmation status: 145 reported events were confirmed; the cause was traced to component failure. 3 evaluations are still in progress. Evaluation results: 145 devices were found to be affected by chipped paint. Additional information: 148 devices were not labeled for single-use. 148 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 148 </noe> malfunction events in which the device had paint chips missing. 148 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 148 previously reported events are included in this follow-up record. Product return status 148 devices were received. Event confirmation status 148 reported events were confirmed. Evaluation results 148 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 148 </noe> malfunction events in which the device had paint chips missing. 148 events had no patient involvement; no patient impact.